Manufacturer narrative:
Related manufacturer's report number #2916596-2020-02817. The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a second ischemic stroke on (B)(6) 2020. The patient had altered mental status and inr of 2.6. CT revealed subacute infarct in right temporal lobe. There was extensive confluent hypoattenuation throughout the cerebral white matter, which was nonspecific but suggestive of microvascular ischemic changes. Patient had let-sided weakness (unable to ambulate) and was discharged to inpatient rehab for treatment.